Event description:
It was reported that the user experienced a low blood glucose of 69 mg/dl after not eating for a period, treated with orange juice to restore glucose to a stable range, then announced a meal and administered additional treatment due to concern for further hypoglycemia, which resulted in subsequent high blood glucose. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included self-treatment with oral glucose and no alerts or alarms reported from the device. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction or alarm activity and suggested user-driven glycemic variability related to meal timing and overtreatment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.